Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: ¿ were there any patient consequences? ¿ did any needle piece fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ if not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? A manufacturing record evaluation was performed for the device, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a thyroid lesion resection surgery procedure on (B)(6) 2025 and suture was used. Subcutaneous tissue needs to be sutured with sutures, which should consist of 8 needles with needle tips, which should be a single needle with suture. When the touring nurse and hand washing nurse counted together before the opening, they found that the needle tip of one of the needles in this package was missing. There may have been some omissions, but the hand washing nurse carefully searched and did not find any missing needle tip. She took this package of sutures off the operating table, opened a new package of suture, and counted them correctly before use, completing the surgery. No adverse patient consequences were reported. Additional information was requested